Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged across most part on the stent with most severe damage and lifting of stent struts at the distal end. The crimped stent maximum od (outer diameter) measurement was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along several locations of the extrusion shaft and a mid-shaft kink on the proximal side of wire exchange port was also noted during analysis. The type of damages noted is consistent with excessive force being applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01772. It was reported that the guidezilla extension split up from the catheter and the promus premier stent was damaged. A guidezilla¿ guide extension catheter and a 20 x 3.50mm promus premier¿ stent were selected for use. During the procedure, one stent was able to pass the guidezilla. However, when the promus premier stent was used, it was noted that it would not pass. Consequently, the stent was removed and it was identified as damaged on the distal side. The physician then tried to pass a third stent; however, it did not pass and was removed. Finally, the physician decided to remove the guidezilla and noticed it was damaged and split up from the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01772. It was reported that the guidezilla extension split up from the catheter and the promus premier stent was damaged. A guidezilla¿ guide extension catheter and a 20 x 3.50mm promus premier¿ stent were selected for use. During the procedure, one stent was able to pass the guidezilla. However, when the promus premier stent was used, it was noted that it would not pass. Consequently, the stent was removed and it was identified as damaged on the distal side. The physician then tried to pass a third stent; however, it did not pass and was removed. Finally, the physician decided to remove the guidezilla and noticed it was damaged and split up from the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.